Event description:
The customer reported an spo2 alarm failure on their intellivue mp30 patient monitor. It is unclear if there was an alarm event associated with this malfunction. No patient involvement.